Event description:
It was reported that when the device was used during a l4-l5 fusion (spinal fusion) procedure, it had malformed staples. Another device was used to complete the case with no consequence to the patient.